Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 12/09/2010, 12/10/2010, 12/14/2010, and 12/16/2010 by phone, fax, and mail. Additional information was received in a phone call from the surgeon on 01/04/2011. The surgeon was unwilling to complete the questionnaire. (B)(4). This report was mailed to FDA on: 01/07/2011. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is experiencing double vision and blur at all distances. The consumer reported that he was told his iol was implanted 12 degrees from optimum. The double vision and blur began two to three days following his iol implant surgery. In a follow up phone call with the surgeon, he reported a yag laser procedure was performed and the consumer's symptoms resolved following the laser procedure. The surgeon was unwilling to complete the questionnaire.